Event description:
The iab was inserted into the pt on 2/17/98 at 3:30 pm and removed on 2/17/98 at 7:45 pm. The iab did not malfunction. The pt had severe bleeding, a transfusion was required and removal of the iab was required. (Event complications: severe bleeding/transfusion/removal required-rpt'd 2/20/98) (pt's current status: unk-rpt'd 2/20/98.)